Event description:
It was reported that pacing impedances on this right atrial (ra) lead reached greater than 2000 ohms on (B)(6) 2019. There was also noted to be noisy signals, which were oversensed resulting in inappropriate therapy for atrial tachycardia. No additional adverse patient effects were reported. The device and leads remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).